Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 started timing out. The harvester never burned for more than 5 seconds at a time. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. An investigation was conducted on (B)(6) 2019. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred tissue was observed on the heater wire. The heater wire was observed to be slightly flexed away at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device did turn on and an audible sound was heard when activating the toggle. The device passed the pre-cautery test; it did produced visible steam and heat during ten (10) 3-second activations. The device was tested for the safety shut down system as the device would turn on, and produced visible steam. A temperature and resistance test was conducted to evaluate the device function the resistance value was measured at .69 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the return condition of the device, the reported failure, ¿electrical issue" is not confirmed but was confirmed for the analyzed failure "material twisted/bent".

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 started timing out. The harvester never burned for more than 5 seconds at a time. A replacement device was used to complete the procedure. The hospital did not report any patient effects.